Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was decreasing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6937-35 lead, implanted: (B)(6) 2016; 4968-35 lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the high voltage lead displayed over-sensing, high impedance, and questionable fracture. It was also reported that both pacing leads displayed noise. The leads were removed, replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was also reported the fifty eight centimeter defibrillation lead displayed high impedance and there was a suggestion of fracture. The lead was removed, replaced and no patient complications have been reported as a result of this event.